Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report a single leaflet device attachment requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A mitraclip xtw was implanted successfully. A second mitraclip (nt-11011r166) was then positioned lateral to the first implanted xtw clip. There was difficulty grasping both leaflets and the clip was re-positioned approximately five times. A grasp was eventually made that had a good reduction in mr. However, the imaging was poor and insertion of the anterior mitral leaflet (aml) could not be confirmed using all imaging. Despite concern the team was happy with insertion and the clip was deployed. Immediately after deployment the clip had a single leaflet device attachment (slda). The clip was only attached to the posterior mitral leaflet (pml). An additional mitraclip xtw was implanted lateral to the slda clip for stabilization. The procedure was complete with a final mr grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported image resolution poor was associated with very difficult imaging. The cause of the reported grasping difficulty appears to be due to challenging patient anatomy (short anterior leaflet). The cause of the reported single leaflet device attachment (slda) appears to be due to the clip being deployed without proper visualization in conjunction with challenging patient anatomy (short anterior leaflet). It should be noted that the mitraclip g4 instructions for use (IFU) states ¿use echocardiographic imaging to verify insertion of both leaflets and satisfactory grasp by observation of: leaflet immobilization ¿single or multiple valve orifice(s) ¿limited leaflet mobility relative to the tips of both clip arms ¿adequate mr reduction.¿ the reported improper or incorrect procedure or method was associated with the clip being deployed without insertion being properly verified. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.